Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the battery cap contacts were corroded and the battery compartment was damaged. No harm requiring medical intervention was reported. Customer successfully performed troubleshoot and the customer will discontinue to use insulin pump.

Manufacturer narrative:
Retainer ring = black. On 02/16/2022 the customer reported battery failed alerts and a damaged battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unable to determine battery cap cracked/damaged since the unit was received without a battery cap. Device passed displacement, sleep current measurement, active current measurement, and self tests. While performing the current measurement tests, multiple insert battery alerts did pop up after the battery simulator was inserted into the battery compartment. After both the battery simulator and battery compartment were wiped down with isopropyl alcohol, both current measurement tests were able to be performed. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool does not list any battery related alerts/alarms that occurred around the event date. The adapt tool does list the following pump errors that could potentially trigger a critical pump error: pump error 63 (variableinfo = 0c) occurred 02/14/2022 14:53:37, pump error 4 occurred 02/14/2022 14:53:35. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: top part of the battery compartment; pcba1--back of the lcd screen. In summary, the customer¿s report of both a battery failed alerts and a damaged battery compartment were confirmed. The recurring insert battery error messages is due to the moisture damage at the top of the battery compartment and pump errors 63 (variableinfo = 0c) and 4 are due to hardware errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.